Event description:
On (B)(6) 2013, it was reported that a low impedance flag was seen. The patient was referred for revision. Follow-up showed that the patient experienced an increase in seizures coinciding with the low impedance. X-rays were to be taken. There was no recent patient manipulation or trauma that was believed to have caused or contributed to the low impedance. The patient was seen again on (B)(6) 2013. Diagnostics were performed again which showed low impedance. The patient was not exhibiting any symptoms of impedance issue.

Manufacturer narrative:
This information was corrected from inital MFR. Report.

Event description:
It was noted that the patient's family does not want to replace the device at this time. Attempts to obtain additional relevant information have been unsuccessful to date.

Manufacturer narrative:
Age at time of event, corrected data:the initial report inadvertently reported the incorrect age.

Event description:
No known surgical intervention has occurred to date.

Manufacturer narrative:
Device failure is suspectecd, but did not cause or contribute to a death.